Event description:
It was reported that at the user facility, the device was running in the wrong mode. No further information was provided by the user facility regarding the reported event.

Event description:
It was reported that at the user facility the device was running in the wrong mode. No further information was provided by the user facility regarding the reported event.

Manufacturer narrative:
During device evaluation, it was confirmed that the device switched from fast to standard before the safety position, which was potentially caused by an e-box/toggle magnetic interaction failure. The e-box controls the electronics of the device, which can cause the device to run in the wrong mode.

Manufacturer narrative:
Failure analysis in progress. Follow up will be submitted once quality investigation is complete. Failure analysis in progress. Follow up will be submitted once quality investigation is complete.